Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their blood glucose level was 510mg/dl. The customer treated the high with bolus from pump. The customer declined to troubleshoot for the high levels. The customer was assisted with programing their pump. No further assistance provided at this time.